Event description:
It was reported that during a selenia dimensions patient procedure on (B)(6), 2025, the unit lowered itself without command. The customer reports that while positioning the patient who was reported to be in a wheelchair, the unit lowered, and it broke the patient's ankle. The customer denies observing any error codes on the system at the time of the reported event. No further information regarding the patient status is available. A hologic field service engineer (fse) was dispatched to examine the system. The fse tested all of the switches on both foot pedals, including the c-arm down switch and was unable to find any to be faulty. Additionally, the fse checked the vertical drag brake, which is installed on the system and found it to be working as intended. The fse also completed several c-arm up/down cycles with no issues. The fse in conjunction with hologic technical support remoted into the system to review the log files around the reported time of the incident and again, no issues were found. Testing of the device and review of system logs found no issues with the device, and it is reported to be functioning in accordance with manufacturer specifications. No further information is currently available.